Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose were 206, 88, 110 mg/dl. Tests. Were done within 10 minutes with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.